Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from a histologist with no information. Information identified in the manufacture¿s database indicated the patient died approximately 11 months post implant of the ipg, approximately 2.5 years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).

Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned from an unknown source greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant products: product ID: 5076, implantable pacing lead, implanted: unknown. Product ID: 5076, implantable pacing lead, implanted: unknown. (B)(4).